Manufacturer narrative:
The sheath was returned to edwards in a used condition with an expanded liner. The expandable sheath was visually inspected for any defects. Slight distal tip damage was observed and a slight kink was observed on the shaft. The cross slit seal was inspected with no damages observed. No other abnormalities were observed hemostasis testing was performed to determine if there was a hemostasis leak in the any of the three hemostasis seals. The hemostasis leak test was performed in three parts. The first test was performed with the returned sheath, delivery system, and guidewire. Next, the returned sheath and guidewire were tested, and finally the returned sheath only. The sheath did not leak while the compatible devices were inside the sheath or during removal of the sheath. The test results met the leak rate specification. During assembly, all valves undergo multiple inspections and tests. The sheaths undergo multiple 100% inspections during manufacturing. These inspections support that it is highly unlikely that seal or tip damage was present during manufacturing. IFU/training manual both highlight the necessary steps for sheath use. The training manual instructs the operator to ¿apply pressure at the access site to help maintain hemostasis when the esheath is partially removed¿ the training manual also advises ¿hemostasis will not be maintained if the esheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required¿. Hemostasis valve leak was not confirmed and no manufacturing non-conformance was identified in the returned device. Per the cer the leak was noted after the delivery system was removed from the sheath and after the valve was successfully implanted. No major leak occurred and successful closure of the vessel was performed. The complaint could not be confirmed, and no labeling inadequacies were identified. Since this complaint has a low occurrence, and no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during the product evaluation, a corrective and preventative action and a pra are not required. The complaint could not be confirmed, and no labeling inadequacies were identified. Review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode. Therefore, no further action is required.

Event description:
After a successful tavr, the 29mm novaflex delivery system was withdrawn from the sheath in the fully unflexed and defaulted position. The hemostatic valves in the sheath appeared to fail, and blood was exiting through the lumen and out the hub of the sheath. It had to be manually plugged until the dilator could be inserted to achieved hemostasis and subsequent closure of the vessel. Closure was successful and the patient did fine.

Event description:
After a successful tavr, the 29mm novaflex delivery system was withdrawn from the sheath in the fully unflexed and defaulted position. The hemostatic valves in the sheath appeared to fail, and blood was exiting through the lumen and out the hub of the sheath. It had to be manually plugged until the dilator could be inserted to achieve hemostasis and subsequent closure of the vessel. Closure was successful and the patient did fine.

Manufacturer narrative:
The device will be returned the edwards. The investigation is ongoing.